Manufacturer narrative:
Citation: andresen b et al. Psychosocial and clinical outcomes of percutaneous versus surgical pulmonary valve implantation. Open heart. 2018 jun 27;5(1):e000758. Doi: 10.1136/openhrt-2017-000758. Ecollection 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the comparison between the psychosocial function and clinical outcomes following surgical and percutaneous implantation of a pulmonary valve. All data were collected from a single center between june 2011 and october 2014. The study population included 34 patients (predominantly male; mean age 18.5 years; mean weight 53 kg), 16 of which were implanted with a medtronic melody transcatheter pulmonary valve and 2 were implanted with a medtronic contegra pulmonary valved conduit. No serial numbers were provided. Among all patients that underwent surgical pulmonary valve replacement, adverse events included: 1 patient required pacemaker implantation after surgery because of permanent heart block, and 1 case of reoperation requiring blood transfusion because of bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.